Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03533, 0001825034-2019-03536. Product remains implanted.

Event description:
It was reported that the patient underwent initial right shoulder arthroplasty on an unknown date, subsequently, the patient is considered for revision on an unknown date due to unknown reasons. Attempts have been made no additional information related to the event has been made available.